Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in the battery compartment. The reporter denied any damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed moisture in the battery compartment. Unrelated to the original complaint, investigation revealed crack in the battery compartment. Leak testing failed due to the battery compartment leak. Additionally, investigation revealed that the display screen was dim and fading.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).